Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.6, laboratory inr: 1.6. Therapeutic range: 2.0 - 3.0. The laboratory test was taken at "dawn" (exact time not provided) and the inratio test was performed at 10:30 am. The caller had been fasting that morning. The caller reported that he had "milked" the finger after the finger stick. This is considered an improper technique. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.